Event description:
It was reported that during a laparoscopic sigmoid resection, the device was fired and one side of the anastomosis was cut and stapled, but the other side was not cut and the staples were malformed or not formed at all. The device was stuck on tissue and had to be cut out to remove. There was enough rectal stump left to restaple. After creating the anastomosis with another device, the anastomosis was tested and leakage was present. The area was oversewn to repair the staple line. There was no further consequence to the pt other than prolonged or time.